Manufacturer narrative:
The device has not been returned. However, the non-visual device investigation has been completed and the results are as follows: DHR results: DHR not applicable. Device is fabricated per physician's prescription only. Stock product reviewed results: no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results: complaint investigator reviewed the returned device. An upper tray was returned in the original case. The results were summarized: roughness - the flange was smooth. Occlusal surface had some rough spots. Crack - no major crack was found. Delamination - layers were intact and did not separate. Discoloration - the device turned yellowish due to the usage. General cleanliness - the returned device was not clean, and debris can be observed. Case was returned in a good condition with label. The returned device was visually inspected, and no defect or abnormality was observed. There was no evidence found to indicate that the reported issue was caused by the device itself. Root cause: a root cause for this complaint cannot be explicitly determined. IFU 012579 rev 1.0 (clearsplint instruction for use) states "brush and floss before using clearsplint. After use, rinse the bite splint with water and store dry. Clean bite splint with soap and warm water only." IFU 012579 provides warning "do not clean or soak in mouthwash; do not use denture cleanser; do not place do not place the clearsplint in hot or boiling water or expose to excessive heat (such as direct sunlight). This may distort the appliance; do not use alcohol or hydrogen peroxide." However, the customer did not provide the information regarding how the patient handled and maintained the device. Per the reported information, the patient has a known allergy to bpa. Per rpt 012574 rev. 1.0 (clearsplint biocompatibility report), the device materials have been found to be biocompatible through the testing. There was no cytotoxic, sensitization, skin irritation, or oral mucosal irritation found in any of the test articles.

Manufacturer narrative:
The device has not been returned. If/when the device is returned an investigation will be carried out and a supplemental report will be submitted.

Event description:
It was reported that the patient had a reaction to the astron splint. It is unknown when the patient first used the device, but experienced blisters on the gums (date unknown). The patient discontinued the device but started wearing it again with the same reaction. It is not known how long the reaction lasted. The patient has an allergy to bpa. It is unknown how the provider or the patient handled the device.